Event description:
A consumer reported she had fallen a few times in the past, but recently had a fall about a week ago that caused some issues. She stated it hurt her ribs, knees, and was in the area right on the implant. It was painful and she was looking into an x-ray for it and was directed to follow-up with her health care professional. The consumer also noted she was going to have her heart checked and inquired about any compatibility considerations. Additional information received from the consumer reported that when she fell it was really hard and she fell down a mountain. The patient stated that her wrists, knees and ribs were injured in the fall and that most everything had healed but she still had pain in her arm and hand. The patient reported that she did not know if it was the rsd, the fall or stimulation not being effective and she had worse pain in those areas particularly at night. The patient noted that the implant site was hurting after the fall but that had resolved and she had good therapy until the fall occurred. The patient mentioned that the implant had been unusually flat compared to how it was before the fall and she was going to see her healthcare provider and the manufacturer representative as soon as she could. The indication for use included rsd/causalgia-complex regional pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.